Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and found that the cleaner level detector was not working and that the cleaner bottle was empty. He then replaced the cleaner float switch pick-up and the cleaner bottle. He also checked the delivery of cleaner to the probes. He ran a pipetting accuracy check and quality controls with acceptable results. He checked the maintenance records and no issues were noted. He determined that the analyzer's general condition was within specifications. The investigation is ongoing.

Event description:
The initial reporter received a questionable cobas integra creatinine plus ver.2 assay (crep2) and ise indirect k for gen.2 result from one patient sample tested on the cobas integra 400 plus. On (B)(6) 2024: the initial crep2 result was 156 umol/l. The repeat result was 277 umol/l. On (B)(6) 2024: the initial k result was 5.24 mmol/l. The repeat result was 4.46 mmol/l.

Manufacturer narrative:
The investigation determined the event was caused by an issue with the sensor for cleaner detection.